Event description:
The ring system was applied on 6/14/99 to treat a fractured tibia and fibula. While the pt was at home on 8/24/99, she heard a "pop" while sitting in a chair and noted one of the wire carriage bolts had broken. The entire carriage was replaced without injury to the pt.